Event description:
It was reported that the patient developed a pacemaker pocket infection with fistula tract and drainage from the pocket which failed to respond to antibiotic therapy. A blister was reported at the incision site with evidence of wound breakdown, the pocket appeared infected with soft tissue breakdown and hyperemia. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.